Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no delay to the procedure and there were no patient complications reported.

Manufacturer narrative:
Patient information not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the screen was black after the device was started up and couldn't be used. When the neurosurgeon prepared the surgical navigation system for extra-surgical surgery, the navigation system turned on abnormally, and then it had the black screen and couldn't be used normally. The doctors tried to restart the surgical navigation system, but the surgical navigation was repeatedly restarted and could not be used. The doctor stopped using the malfunctioning surgical navigation system, and used the surgical microscope to replace the surgical navigation system. Then continue d the surgery, and contacted the manufacturer to repair the faulty surgical navigation system.